Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 3.7 mmol, and 5.8 mmol. Tests were done within 20 minutes with a difference of 1.9 mmol. Pt did not experience any adverse events. No further info has been reported.